Event description:
Information was received indicating a pump with a cadd cassette reservoir attached would not run, cassette malfunction. It was reported the end user had another cassette and was able to continue infusion. No adverse patient effects were reported.